Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient met with a rep on (B)(6) 2016 to perform a physician recharge mode (prm). The patient was supposed to recharge the ins and then come to an appointment on (B)(6) 2016 to have the power on reset (por) cleared. The patient couldn¿t communicate using the patient programmer or recharger. The patient did not have any falls or trauma that correlated to a change in recharging efficiency. It was noted that the patient claimed to have gained a little weight since implant. Antenna locate values that the patient and rep got were 24 as the baseline and 30 or 32 as the maximum. The rep ran a short prm and a normal charging session caused the por to be displayed. The charging session was noted to have zero coupling bars. The patient stated that an x-ray was taken at some point two months prior to (B)(6) 2016 or longer, but the patient did not know the reason for it. Additional information received from the rep reported that they met with the patient three times. The patient voiced understanding about the importance of recharging and was to continue to try to recharge the battery at home. The patient was also to try to see their doctor for a checkup. The rep had sat with the patient for over an hour on (B)(6) 2016 trying to clear the por. The patient did not wasn¿t to stay at that time so the patient went home to continue recharging and was to meet the rep again on (B)(6) 2016. As of (B)(6) 2016, the battery still needed to be charged. The patient was advised to make an appointment with her doctor and to call the rep if the battery charged. The rep was unable to clear the por as it was still coming up because the battery was discharged. It was noted that the patient received effective therapy at the time of implant but not as of (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that they had experienced poor communication on the patient programmer and they were also unable to communicate with the recharger. The last time the patient felt stimulation or charged was (B)(6) 2016, but it was not a full charge. The patient was unable to get the ins charge. Additional information received from the patient reported that the device has not worked for over a month. She did not have an appointment with her physician as of yet. She did not provide any reason for not charging the device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an appointment scheduled for (B)(6) 2015 at 12:30 pm. The patient's sister and daughter tried recharging with no results. The patient's sister called a manufacturer representative who told her several things to do but nothing worked. The issues had not been resolved.